Event description:
Related MFR reference: 2030404-2013-00133, 3005188751-2013-00133. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A non-sjm lasso catheter was advanced into the left atrium through a swartz braided transseptal introducer. A therapy cool path ablation catheter was advanced through an agilis nxt introducer. Midway through mapping and ablation, the physician noted the pt was in a junctional rhythm. A pericardial effusion was noted via a non-sjm ice catheter. A pericardiocentesis was performed, which stabilized the pt. The pt was discharged from the hospital. There were no performance issue with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is known inherent risk during the use of this device in the heart.